Event description:
It was reported (2) two sonoma screws had defective nitinol rings. The nitinol ring was spinning and came off during an anterior cervical disc fusion (acdf) surgery; the ring fell into the wound and was picked out of the wound with a bayonet device. There was a delay in surgery for 10 mins with additional anesthesia required. There were spare devices available. No pt injury or harm was reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.